Event description:
Pt's arm jerked when coag mode activated. Esu removed from service. Inspected esu; found pt plate connector defective. Wire to one pin has a cold solder connection. Replaced connector assy, tested operation and ok. Returned esu back to service. Defective connector is available for inspection.